Event description:
During a revision surgery to address laxity, poly wear of the insert was also found.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Product information required in searching the complaint database was not provided. The investigation could not draw any conclusions about the reported polyethylene wear based on the lack of the product to examine; however, wear of a polyethylene knee device after seventeen years implantation should not be unexpected. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.